Manufacturer narrative:
(B)(4). The technical support manager is reviewing this event in order to determine how to handle replacing the front panel for this unit.

Event description:
The following is a description of an event that occurred in (B)(6) as reported by the distributor: ¿xdcr error in log (2,1,314)¿ no patient involvement.